Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking.

Event description:
It was reported that balloon rupture occurred. A 1.5mmx20.00mmx142cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient serious injury or adverse event were reported.

Event description:
It was reported that balloon rupture occurred. A 1.5mmx20.00mmx142cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient serious injury or adverse event were reported.